Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed at approximately 65.8cm from the iab tip. An additional catheter tubing kink was also noted near the y-fitting at approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not fully inflate. The condition of the iab as received indicated kinks on the catheter tubing. We are unable to determine when these kinks occurred. However, the kinks found restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. Troubleshooting did not resolve the alarm. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. Troubleshooting did not resolve the alarm. The balloon was removed. There was no reported injury to the patient.